Event description:
It was reported that the pt underwent a right hip arthroplasty in (B) (6) 2008. Post-op, she experienced severe pain and discomfort. Status of revision is unk.

Manufacturer narrative:
On 05/07/2010 (through follow-up with the health-care provider), a response was received. The operative report was also received on (B) (6) 2010. It was learned that the device was explanted due to aortic stenosis.

Event description:
It was reported that the device was explanted after an implant duration of approximately 75.7 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
Customer reportedly received results of 26 mg/dl and 198 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.